Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 450 mg/dl. The customer treated their blood glucose with a bolus. Customer's blood glucose declined to 406 mg/dl shortly after. Customer also reported their sensor had inaccurate readings. The customer stated their blood glucose was high from the lack of insulin because they were not alerted of a high from their sensor. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.